Event description:
Philips received a complaint by the customer on the v60, indicating that the battery charge light was not blinking. It is unknown at this time if there was any patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) stated the issue was resolved through replacement of the power management printed circuit board assembly (pm pcba). The issue was resolved through the replacement of the pm pcba. The device passed required performance verification tests per philips standards and was returned to service. The customer reported there was no patient involvement at the time the issue was discovered. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00131. All information from the original report(s) has been transferred to this report.